Event description:
The customer reported the system shut down and rebooted on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative contacted the customer and suggested the customer check the electrical power supply outlets in their facility. No conclusion can be drawn as repair information is unavailable.